Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist performed a data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was in critical override and disconnected mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.